Manufacturer narrative:
Review of the provided radiographs confirmed the alleged event examination of the returned ex-planted device identified damage on the initiation of the first thread which is consistent with cross threading. Cross threading was reported as taking place during the index procedure. The reported event and examination confirm that the root cause of the reported event was the result on an unintended installation error. No additional investigation is required. Labeling review: "rod insertion with the rod fully seated in the screw heads, insert lock screws using the lock screw starter. If required, aligning the timing marks on the lock screw and the screw tulip prior to insertion will position the mating threads in their proper orientation to start the lock screw more easily. Alternately, to align the implants prior to lock screw insertion, use the lock screw starter guide to capture the screw head, followed by introduction of the lock screw starter." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component, loss of fixation." "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur."

Event description:
On (B)(6) 2019 patient underwent a posterior fixation procedure during which a lock screw stripped during placement but was left in place. On (B)(6) 2019 radiographs identified the lock screw backed out and disengaged. On (B)(6) 2019 a revision procedure took place with another surgeon where the backed out lock screw was replaced without a reported issue. No patient injury reported